Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Via email: during follow up with (B)(6), patient¿s wife, multiple issues were reported regarding patient¿s draining. (B)(4) captures issues related to the bottle. Chest x-ray ordered on (B)(6) 2020 by dialysis center after multiple drains on r side were only a few drops and patient was visibly short of breath. On (B)(6) 2020 found out in dialysis that chest x-ray showed fluid had accumulated in chest on right side. Met with dr. (B)(6) in afternoon. Chest x-ray did show r pleural effusion. Surgery scheduled to replace r pleurx catheter on (B)(6). Drained 1200cc on (B)(6) 2020 reported this to dr. (B)(6) office - surgery cancelled. Multiple drains following had only a few drops. (B)(6) 2020 had second x-ray. Met with dr. (B)(6). Chest x-ray improved. Ordered draining of r. Pleurx catheter on (B)(6). Follow up appt with him on (B)(6) with chest x-ray just before appt. (B)(6) followed up with (B)(6), wife of patient on (B)(6) 2020, again her husband only drained a few drops. He will repeat his next drain on (B)(6) 2020 and has a follow up chest x-ray on (B)(6) 2020 with a doctor appointment to evaluate next steps of removing catheter or replacing. Wife states they have not flushed his catheter in case of a clog. Currently his breathing is normal, no shortness of breath or discomfort. 05mar2020: follow up sent for additional information or available sample 09mar2020: additional info provided: I don't have any product numbers, but I have claire the lot numbers of the bottles that we were only obtaining 2-3 drops of fluid. I didn't take any pictures of bottle drainage. Drainage on (B)(6) was 1 cc. (B)(6) became more short of breath over the weekend. Drained 750 cc on (B)(6) and 625 cc on (B)(6). He had a chest x-ray scheduled for (B)(6), so I drained on (B)(6) to see what was there. Only got 5 cc. Chest x-ray on (B)(6) did not show fluid on the right side (we received this information at an appt. With dr. (B)(6) on (B)(6)). (B)(6) is scheduled to have the l pleurx catheter removed on (B)(6). Dr. (B)(6) asked for the right side to be drained weekly, on fridays. Drainage from (B)(6) was 0 cc.